Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call that the insulin pump had flashing and white screen . The customer¿s blood glucose level was 183mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.